Event description:
Narrative: user facility reported that during a left coronary artery angiography, while using the acist contrast injection system, model cvi, an air injection occurred. Air was visible on the cineangiogram. The patient had chest pain, st segment elevation, abnormal heart rhythm, blood pressure fell below 90 mmhg systolic, and there was evidence of myocardial infarction. The patient is reported to have recovered.

Manufacturer narrative:
The acist angiographic injection system, model cvi was requested by another country distributor's service center to be returned for testing and the disposable kits used during the procedure have been requested. Acist has also requested a copy of the cineangiogram of the event, but the hospital has elected not to provide this item. Upon completion of the testing of the returned acist contrast injection system, model cvi, a follow-up report will be submitted to FDA.